Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2007. Postoperatively, the patient was seen for an evaluation of a bladder erosion of mesh. The patient underwent an additional procedure and intra-operative findings included mesh traversing the external iliac vein, requiring a resection. The mesh was found to have eroded into the bladder wall and entered the peritoneal cavity. The mesh was explanted on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).